Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the time of insertion intra-operatively, several trocars were not effective because either the balloon burst when inflated or the balloon burst when it was not inflated. The trocar was changed. There was no patient injury.